Event description:
It was reported that the rotapro and rotawire entrapment occurred. A rotapro 2.00mm atherectomy catheter and a rotawire were selected for treatment in an atherectomy procedure. When the rotapro was removed from the patient it was stuck on the rotawire. The devices were removed and the procedure was completed with a larger size rotapro. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotapro device used in the procedure was returned with the rotawire within the device. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was fractured and kinked at the proximal end. The fracture was observed and was found to most closely resemble a fatigue fracture. The returned portions of the rotawire were measured, and it was found that the proximal portion was 170cm and the distal portion was 160cm. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to the kink in the proximal end of the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the returned rotapro device due to a kink in the proximal end of the rotawire.

Event description:
It was reported that the rotapro and rotawire entrapment occurred. A rotapro 2.00mm atherectomy catheter and a rotawire were selected for treatment in an atherectomy procedure. When the rotapro was removed from the patient it was stuck on the rotawire. The devices were removed and the procedure was completed with a larger size rotapro. No patient complications were reported.